Event description:
The complaint/event involved a clave¿ neutral connector that reportedly popped off easily when connected to an unspecified extension set during an infusion. The customer indicated that the device felt more oily. There was no concomitant drug or chemotherapy involved, no bleedback, no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional contact: (B)(6).

Manufacturer narrative:
Three device samples were returned for evaluation. As received, a needless was connected to the used sample, however, no additional damage or anomalies were observed. Each of the samples were leak-tested and no internal/external leaks were observed after the test. The male luers were measured and were found to be within specifications. The customer's complaint of disconnection cannot be confirmed or replicated. The device history record could not be reviewed because no lot number was identified. D9 - date returned to mfg: 05jun2024.

Manufacturer narrative:
Additional information can be found in b5. Corrected information can be found in e1.

Event description:
The report reflects one of three same/similar incidents.